Event description:
It was reported that the pump was removed four weeks ago because it was "abscessed." The patient had dilaudid in the pump. The patient wanted the pump replaced but the physician had left the practice. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).